Event description:
Reporter stated that pt obtained a blood glucose result of 30.6 mmol/l on the advantage system. Ten minutes later, pt reportedly retested blood glucose on the suspect device and obtained a result of 7.8 mmol/l. Reporter indicated that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product or eval.

Manufacturer narrative:
The event occurred in the (B) (6).